Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter which appears to match the media provided. Media was provided in the form of a photo. The photo shows that the sheath burst and there are damages to the sheath. The device was visually and microscopically examined for any damage. Visual examination showed multiple buckling to the sheath distal to the burst. The device showed a burst infusion sheath 81.5cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion sheath burst and buckling.

Event description:
It was reported that a catheter deformation and leak occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an arterioplasty to treat plaque in the superficial femoral segment of the lower extremity. During the procedure, it was found that the catheter was leaking blood which led to insufficient pressure during the rotary incision. A photo was provided which depicted a large tear in the infusion line. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter deformation and leak occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an arterioplasty to treat plaque in the superficial femoral segment of the lower extremity. During the procedure, it was found that the catheter was leaking blood which led to insufficient pressure during the rotary incision. A photo was provided which depicted a large tear in the infusion line. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was stable.